Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. Customer stated cannula was bent. Customer stated infusion set was leak. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.